Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to deliver within specification during flow testing. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation.  No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not delivering fluids during a patient infusion (medication, dose, programmed amount and delivery rate unknown) in the neonatal intensive care unit. The device was reported to sound like it was working and the set up was reportedly correct. There was no known patient injury or medical intervention associated with this event. No additional information is available.